Event description:
A (B)(6) year-old female presented to the emergency department with pain and body swelling following an outpatient cosmetic procedure, j-plasty, of her bilateral thighs approximately ninety minutes prior to arrival. She had received oral dilaudid and midazolam prior to the procedure. Shortly after the procedure she developed diffuse swelling and pain of all four extremities, the neck, face, and torso without respiratory distress. Physical exam revealed diffuse subcutaneous emphysema with crepitus on palpation of the soft tissues of the face, neck, upper torso, and extremities; and an edematous appearance of the face. Small puncture sites on the bilateral thighs were noted. She exhibited no stridor. Plain film imaging of the chest and abdomen demonstrated diffuse subcutaneous emphysema. Computed tomography of the neck soft tissues demonstrated "extensive gas throughout the superficial and deep fascial planes of the neck with pneumomediastinum and bilateral pneumothoraces". Computed tomography of the chest showed "extensive subcutaneous emphysema anterior and posterior chest and abdominal wall extends into the deep soft tissues of the neck as well as the peritoneum and retroperitoneum. Bilateral small circumferential pneumothorax extends into the fissures". The patient was admitted to the stepdown unit for close airway monitoring. She subsequently underwent a gastrographin esophagram which was normal. She received evaluation by consultants from cardiothoracic surgery, plastic surgery, and otolaryngology during her hospitalization however she did not require any procedural treatments. The patient was discharged on hospital day 6 with instructions to avoid activities that could exacerbate pneumothorax or pneumomediastinum. FDA safety report ID # (B)(4).